Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. No under delivery anomaly, over delivery anomaly or displacement anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay, keypad overlay texture damage and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on (B)(6) 2020 with unknown blood glucose and customer was going to rehab. Customer's blood glucose was 190 mg/dl,206 mg/dl,186 mg/dl,190 mg/dl,146 mg/dl,160 mg/dl,138 mg/dl. The customer did experienced the symptoms such as abdominal pain and difficulty breathing. The customer was treated with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did allege pump was under delivering. The insulin pump will be and reservoir will not be returned for analysis.